Manufacturer narrative:
Two sealed lenses were returned in unused condition for manufacturer evaluation, no defects or faults were found. The association between the coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges discomfort with a week of use, the patient sought medical treatment and was diagnosed with a bacterial corneal ulcer in the right (od) eye. The patient attended weekly hospital visits for follow up. Patient was prescribed 3rd generation cephalosporin/amikacin, vigamox, lotemax, and hyal-mini eye drops. The size and location of the ulcer is unknown. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.